Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. Unable to confirm excessive no delivery alarms due to motor error alarms. Drive support disk was inspected and no anomaly was noted. However, cracked end cap was noted. Cracked reservoir tube lip and scratched display window was also noted during visual inspection. Moisture damage noted on lcd board and mother board during visual inspection.

Event description:
The customer reported that he has experienced low blood glucose levels lately, and he was treated by the paramedics because of it. The customer stated that his girlfriend was trying to give him soda to treat his low, but he grabbed the soda and poured it on her. The customer stated that the paramedics have been called out to his home several other times due to low blood glucose levels, and he feels that the insulin pump is the cause. The customer did mention that the drive support cap was loose. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.